Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation found no defects or deficiencies that would result in the cannula failing to insert correctly or the pump failing to deliver insulin. The customer reported that insulin was observed delivering outside the infusion site. This could interrupt insulin delivery to the user and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 457 mg/dl after less than a day of wearing this pod. He delivered three or four boluses without his bg decreasing and during the last one his wife could see insulin delivering outside the his skin. He thought the cannula may not have inserted properly, but the adhesive was not wet when he removed the device. He also reported the insulin he was using had been open for more than 30 days.